Event description:
The complaint is reported as: the customer alleges that the plastic was broken on the blade when it was opened by the clinician prior to patient use.

Manufacturer narrative:
Device available for evaluation? It is unknown if the device sample is available for evaluation.